Event description:
Left tibial nail removal procedure. When the tibial nail was originally implanted in 2012 it was mal-reduced and led to non-union. The exact date of the original implant was not available. All of the hardware was completely removed. There was an osteomoty done. A taylor special frame (external fixator) was placed. Update (B)(6) 2013: none of the screws were broken. Surgeon removed all parts due to the non-union. No part numbers or lot numbers for screws are available. This report is for an unknown screw. This is report 3 of 3 for complaint #(B)(4).

Manufacturer narrative:
.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient age at time of event was reported as (B)(6). This report is for 1 unknown 5 mm dual core screw. Original implant date was reported as unknown month, unknown day, 2012. Investigation could not be completed and no conclusion could be drawn as no product was returned and not lot number or part number was known. Placeholder.